Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 26.5, 66.0, 75.5, 77.0, 83.0, 89.0, 100.5, 119.0 and 133.5 cm from the proximal end. The pusher assembly was fractured approximately 111.5 and 113.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Offset coil winds were present throughout the embolization coil. The introducer sheath was not returned for evaluation. Conclusions: evaluation of the returned ruby coil revealed a fractured pusher assembly and a detached embolization coil. If the device is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. Further manipulation of a kinked pusher assembly may result in a fracture. If the pusher assembly fractures, and the two fractured segments are separated, the pull wire will likely be retracted out of the pusher assembly distal detachment tip (ddt). This will likely result in the embolization coil detaching from the pusher assembly. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks and offset coil winds along the embolization coil. These damages were likely incidental the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils. It was noted that the patient anatomy was slightly tortuous and calcified. During the procedure, the physician experience resistance while advancing the ruby coil approximately 80 centimeters into the lantern delivery microcatheter (lantern). Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.